Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: the ceramic head was broken. Based on the results of the investigation, stress problem identified and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the 26 fr. Outer sheath had a broken ceramic head. There were no reports of patient involvement.